Event description:
The territory manager (tm) of a (B)(6) male patient contacted zoll lifecor customer support to report that the patient's monitor would not power up. The tm tried both of the patient's batteries and stated that neither one would power up the monitor. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon evaluation, it was discovered that the monitor was drawing over 300 ma at startup. The cause for the excessive current draw was a defective component (j7). Located on the auxiliary board, the j7 component is a 26-pin connector. An electrical short within j7 prevented the monitor from successfully powering up. The root cause of the short cannot be positively identified but was likely random component failure. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.